Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers failed and not detected on bus. The customer tried to reboot and recover the drawer, but the problem was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that drawers failed and not detected on bus. A field service engineer (fse) inspected both back panels on both the main and auxiliary drawer and confirmed no cables, or board lights were off or inactive. A full hardware test application (hta) diagnostic test was conducted across all drawers and doors, which completed successfully without any failures, validating normal mechanical and electrical functionality. Additionally, the units power source was verified as stable (connected to a red/emergency outlet). Based on these checks, no faults were identified and the device was confirmed to be fully operational. The system functioned as intended when the field service engineer verified the device.